Event description:
It was reported that there was a poly swapped due to instability.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Device evaluation and results not performed as no items were returned as the hospital kept the device. A review of the provided medical records and x-rays by a clinical consultant indicated: an x-ray copy, for which the date is not readable, demonstrates an ap and lateral of the right knee with a cemented right total knee arthroplasty in nominal position with no pathology noted. No operative reports for the arthroscopy or revision surgery to the left total knee arthroplasty are available and there is no examination of the explanted component. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. There have been no reported discrepancies for the referenced lot. There have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the revision operative report as well as patient history, pathology reports, and follow-up notes are needed to complete the investigation for determining root cause

Event description:
It was reported that there was a poly swapped due to instability.